Event description:
Information received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician found two broken pins on the male connector of the communication cable. He replaced the communication cable to repair the bed.